Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with two infusion sets cannula was bent. The first event occurred on (B)(6) 2024 with blood glucose value of 450mg/dl. The second event occurred on (B)(6) 2024. The insertion site was at abdomen. The issue was occurred on 3 or more hours after insertion. The infusion set was in use 1 day for all. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02353- device 2 of 2.